Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after a syncopal episode. The device was interrogated and found to have less than three months of battery remaining. It was noted the longevity at the follow up one year ago showed six years remaining. Premature battery depletion was suspected and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after a syncopal episode. The device was interrogated and found to have less than three months of battery remaining. It was noted the longevity at the follow up one year ago showed six years remaining. Premature battery depletion was suspected and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.